Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed that the insertion tube would not remain straight, and a large stain on the video image was observed. The insertion tube was noted to be very floppy, which could have caused the user's experience. Additionally, the insertion tube was determined to be a non-olympus part, and there was evidence of multiple third party repairs on the device. This device had not been serviced by olympus since it was initially purchased in 2002. There were two scratches noted on top of the objective lens, which most likely caused the large stain on the image. This finding was determined to be due to physical damage. There was also evidence of fluid invasion and corrosion noted inside the body control unit that could have contributed to the stained image and charge coupled device (ccd) unit damage. The cause of the user's experience appears to be related to the use of non-olympus parts and fluid invasion. The source of the fluid invasion could not be determined, as the unit passed leak testing, and therefore may relate to user handling or reprocessing. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during an esophagogastroduodenoscopy (egd), the physician experienced difficulty maneuvering the endoscope through the pyloric region and observed a stain on the image. This difficulty reportedly prolonged the procedure, and the users elected to replace the endoscope and completed the procedure with a similar, but different device. The facility reported that they had previously experienced difficulty with maneuvering this device, but had attributed this phenomenon to patient anatomy. There were no complications or patient reported.